Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode that was witnessed by a friend. It was discussed that the device could be depleted. The device has been explanted due to normal battery depletion (nbd) at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode that was witnessed by a friend. It was discussed that the device could be depleted. The device remains in service. No adverse patient effects were reported.